Event description:
It was reported that the patient presented for a follow-up in the clinic with a history of an accelerated heart rate. Upon interrogation, it was noted that the pacemaker exhibited an undersensing issue. Programming changes were made and the patient was in stable condition.